Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the patient. The patient had their 45 day follow up transesophageal echocardiogram procedure. The imaging showed that there was a device related thrombus present. The patient was taking eliquis at the time of this event.